Event description:
It was reported that the insulin pump alarmed during the manual prime process and that insulin is "squirting out." The blood glucose reading was 372 mg/dl. The customer's mother stated that the device froze while attempting to fill the tubing during a set change. The customer treated with a manual injection. It was also observed that the customer had tripped and fell on her insulin pump about a month prior to the call. The insulin pump was reported to have been "acting crazy" but was still functioning. The caller noted a crack on the device from the bottom of the reservoir window down to the drive support cap. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during prime test due to moisture damage in the force sensor. Insulin pump had moisture damage found in motor. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot and minor scratches on display window.